Manufacturer narrative:
Device was used for treatment, not diagnosis. Service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. The manufacture date of this item is unknown. Power tool evaluation was complete on this device. The customer did not allege or identify any specific deficiency; an unusual noise was observed during pre-repair evaluation of the attachment of the device. Evidence suggests this is due to usage wear over time. Placeholder.

Event description:
It was reported that the quick coupling for k-wires (532.022) lot 09153 needs repair for an unspecified malfunction. This is report 1 of 1 of complaint (B)(4).